Event description:
Procedure: lap ventral hernia. According to the reporter: the device was used on a bard mesh. Apparently, the tack became attached to the bowel and created a fistula. The issue was repaired and no further information has been provided.